Manufacturer narrative:
Continuation of d10: product ID 8598a, lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative clarified that the dye study was actually successful, but the catheter was found to not be at the correct level for therapy as it had migrated several levels and was almost all the way out of the intrathecal space.

Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 09-jun-2024, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that the spinal segment of the catheter was replaced after an unsuccessful dye study. Patient stated she had felt a loss of therapy with no known falls. Diagnostics/troubleshooting performed included a dye study. Intervention/action that was taken to resolve the issue was a catheter revision. The issue resolved with the patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.